Event description:
It was reported that the patient lost stimulation sensation after straining his back splitting logs. The patient later had his implantable neurostimulator (ins) removed due to normal battery depletion and elected to have the lead replaced as well. After the replacement the patient was recovering in a normal matter.

Manufacturer narrative:
(B)(4).